Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure to power on. Physio determined the cause of the failure to be process residue under a filter, fl25, on the power pcb assembly. A replacement device was provided to the customer.

Event description:
It was reported that the device would not power on. There was no patient use associated with the event.